Event description:
Home health nurse reports that patient¿s pump (serial: (B)(6), expiration date: 10/2024) experienced a critical pump failure and shut down with 10 minutes left of the infusion, so she infused through dial a flow. Patient able to finish infusion. No adverse event(s) or missed dose reported due to product issue. Patient to return pump at which time it will be available for investigation. No further info. Reported to (B)(6) by: health professional.